Event description:
Per the clinic, the patient experienced facial nerve stimulation with the device starting on (B)(6) 2025, which initially was intermittent and progressively becoming more frequent. It was also reported that 5 electrodes appeared to be located outside of the cochlea. The patient was placed on a 12 days course of corticosteroids (specific type and date not reported). Mapping adjustments attempts were unsuccessful in alleviating the issue and resulted in insufficient loudness and poor speech perception with the device.the implanted device remains.